Event description:
In a patient with large IV fluid requirements following cardiopulmonary bypass, adequate blood pressure was unable to be maintained even with medication. Discontinued the IV needless injection cap on the central line, hooked line directly and was able to restore adequate intravascular volume.